Manufacturer narrative:
(B)(4). The sample has been requested but the investigation cannot confirm the reported defect because the incident sample was not returned for evaluation.  Should new information become available, the complaint file will be reopened and amended as appropriate. A review of the device history record indicating that the product was released meeting finished product specifications. In addition, trending is performed on a regular basis as outlined in (B)(4): handling complaints to identify whether the trending has hit triggers that require additional investigation.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.